Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with outcome. The iol was exchanged for a monofocal lens in a secondary procedure. Additional information received states the patient also experienced blurred vision, iritis, decentered iol, and elevated intraocular pressure.